Manufacturer narrative:
The product samples have been received and are awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that an ophthalmic surgeon experienced two vitrectomy probes that stop cutting during two different procedures. There was no known harm to the patients. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Correction provided in d.10. A device history record review was performed and indicated the product was released based on the product¿s acceptance criteria. Two samples were returned for evaluation: sample a: the sample was visually inspected and the needle was found to be bent. Aspiration testing was performed and it was found to be conforming. Actuation testing was performed and it was found to be nonconforming (no cutter movement). Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is approximately 30 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is severely bent. There are gouge marks at the bend area. The probe was retested for actuation without a needle and there was movement of the inner cutter. This confirms the engine assembly is properly functioning and that the bent needle is the cause of the initial test failure. The root cause for the probe not actuating was due to the bent needle condition. How or when the needle became bent cannot be determined. Sample b: the sample was visually inspected and the needle was found to be bent. Aspiration, actuation, and cut testing were performed and all were found to be conforming. The probe was disassembled and the components inspected. There is 20 - 30 minutes of wear on the inner cutter when compared to wear visual standards. Although the needle was bent, the root cause was unknown because the returned sample was conforming to functional testing requirements. Sample a and b: a specific action could not be taken because the exact root cause for the bent needles were unknown. However, an action is being performed to better understand the reason for the high level of complaints for aspiration, actuation, and cut complaint issues and identify actions to reduce the number of occurrence of complaints. System: method: 10, 3358. Results: 213. Conclusion: 71. The system was examined. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).